Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4: batch # 450d12. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one tcr75 reload was received with no apparent damage. The reload was returned fully fired with one b-formed staple on the channel was noted. No functional test could be performed due to the condition of the reload. In addition, a tyvek was received along with the sample. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload was returned fully fired with no apparent damage. Device history review: a manufacturing record evaluation was performed for the finished device batch number 450d12, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the reload get fired but staple pins does not get deployed. Managed with another reload of tcr75. There was no delay and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? If yes, how was the issue addressed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.